Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolate results were false resistant to carbapenems in gram-negative bacilli. The user also noted an unspecified number of escherichia coli isolates misidentified as citrobacter freundii. Manual tests were performed to confirm the results obtained. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint was reported for false resistance of patient results on a phoenix m50 instrument. The customer reported that they were receiving inaccurate results, most commonly where the expected outcome was e. Coli, with the instrument instead reporting citrobacter fuendii. A bd field service engineer (fse) was dispatched to the customer site. The fse checked and cleaned the normalizers, the optics of the light source boards, and updated the instrument software to version 2.90.0.0 and pud software to 7.51a. The fse performed functional testing of the motor speed and power supply voltages, all with passing results. A force light source adjustment was performed, and a normalizer cv test was performed yielding passing results of 5.3 and 4.9 in tier a and b respectively. After these tests, the pwm values of the light source boards were still at 255 so the fse recommended replacement of both boards. The distributors engineering team completed replacement of both light source boards. It was verified through a light source adjustment and cv test that values returned to normal and the replacement was successful. The instrument was restarted and was observed through four test cycles without errors. This is a confirmed failure of a bd product. The root cause of the failure was unable to be determined. Binaries were provided to aid in the investigation, however corresponding lab reports were not provided. Without those reports, further investigation was not able to be completed outside of the part replacement. In addition, samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Device history record review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed no prior cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient isolate results were false resistant to carbapenems in gram-negative bacilli. The user also noted an unspecified number of escherichia coli isolates misidentified as citrobacter freundii. Manual tests were performed to confirm the results obtained. No health impact or consequence reported.